Event description:
Related manufacturer reference number: 2017865-2023-95284 it was reported that the implantable cardiac defibrillator (ICD) and right atrial (ra) lead were explanted due to infection. The patient status throughout the procedure is unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.